Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad picture was not confirmed. Additionally, other evaluation findings include the following: cable boot detached from the camera head and a failed leak test due to a cracked connector were discovered. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." The most likely cause of the additional finding was due to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a bad picture. The issue occurred during reprocessing. No patient involvement.